Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 224 mg/dl. The customer stated that there was a crack between the reservoir and battery. She did not know how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification. No blank display was noted. The display board was okay. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.